Event description:
Reporter alleged the blood glucose device generated a result outside the reading range of the meter. Customer stated glucose read 700 mg/dl. As a result, it was stated another test was taken back to back with a result of 400 mg/dl when testing was performed < 5 minutes apart. Reportedly, control testing was performed and the values obtained were within an acceptable range. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.